Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Device received with scratched lcd window, broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that she was hospitalized for high blood glucose of 575 mg/dl. Customer stated the infusion set did not work and was taken to the emergency room. Customer experienced vomiting. Customer reported that the insulin pump has a crack and complained about the display on screen being too small for people with vision problems. She declined to troubleshoot current blood glucose 367 mg/dl. Nothing further reported.